Event description:
"The pt was scheduled to undergo a craniotomy for tumor resection in 2003. The pt was consented and enrolled in the study at 10am. After induction of general anesthesia, the right subclavian vein was chosen to place the central venous catheter. The vein was successfully punctured on the first attempt and the guidewire was inserted through the needle. The needle was then removed and after dilation, the central line was inserted over the guidewire. Once the central line was in place, it was attempted to remove the guidewire through the catheter. At this point the guidewire could not be withdrawn through the central venous catheter. The central venous catheter was removed and it was again attempted to withdraw the guidewire. This was unsuccessful and severe resistance was encountered. A flouroscopy unit was brought into the or and the guidewire tip was found to be positioned in the right atrium. Since all attempts to remove the guidewire remained unsuccessful, a vascular surgical team was brought in and the subclavian vein was explored. The guidewire could eventually be removed under direct vision. During the surgical exploration the pt lost approximately 1500 ml of blood and was transfused with two units of blood. The initially planned surgery was cancelled. After emergence from general anesthesia the pt was transferred to the recovery room and later to the neurosurgical intensive care unit. So far, the pt has recovered without any further problems related to the event."